Event description:
It was reported that the bd¿ sharps collector hinge cap with petals had a broken lid. This occurred with 6 sharps collectors. The following information was provided by the initial reporter, translated from japanese: "the customer reported that multiple lids were found to be broken."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is premium plastic solutions. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sharps collector hinge cap with petals had a broken lid. This occurred with 6 sharps collectors. The following information was provided by the initial reporter, translated from japanese: "the customer reported that multiple lids were found to be broken.".

Manufacturer narrative:
H.6. Investigation summary: no samples but photos were returned by the customer. The customer reported that multiple lids were found to be broken was verified. The investigation performed on basis of photo representation. Requirement(s):the lids should be properly installed while bottles are molded (hot) so that the lids snap onto the containers and remain snapped in place permanently. Investigation: once pictures were reviewed at upl it was discovered that this issue had the same rc as pr ID: 6416547 for lot# 2153001 (around the same time frame, early mid 2022). The lids were simply not snapped onto the containers. This process must happen when the bottles and caps are hot. It is normal practice to heat the caps prior for ease of assembly, however the lids should have been fully seated/assembled onto the bottles during the production run. Corrective and/preventive action: implement automatic cap press into production: an air actuated press has been implemented to assist operators with the assembly of the cap to the bottles on the manufacturing floor. This action took place in late 2022. Conclusion : this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.